Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or low battery alert due to cracked bleeding lcd. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her insulin pump fell out of her pants when she went to the bathroom and the inside of the screen broke. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.